Event description:
Per the clinic, the patient experienced an ulceration and infection at the implant site, exposing the receiver/stimulator through the skin (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.